Event description:
The facility reports the caregivers were hooking the sling to the hanger bar when the hanger bar detached from the t-bar, falling onto the resident's leg. The resident sustained a 6-inch red mark. The caregiver tried to catch the bar. The bar hit her on the arm, causing a bruise to her forearm.

Manufacturer narrative:
An arjo investigator has examined the device and found the top load cell cover broken and taped, many scratches, missing paint on the chassis, and both chassis end covers missing. A complete function check was done. All up and down, leg opening and closing functions operated properly from both the handset and touchpad. The scale was also working properly. The hanger bar was found to be secure at that time, as new bushings had been installed and glued in by the maintenance department. The lower bushings had been replaced twice since the incident, as they kept falling out (glued in the last time). The tolerances of the holes in the t-bar were too big for the bushings. The t-bar was replaced. The manufacturer has opened a CAPA to analyze the root cause of this event. Final conclusions and follow-up actions will be provided based upon the findings of the CAPA. The CAPA investigation is to be finalized 2008.